Event description:
During the procedure, after inflation of the balloon to 12 atm, the balloon ruptured. The broken balloon could not be removed after deflation. The shaft of the balloon was also broken. After removing the sheet and widening the incision, the last part of the shaft and balloon was removed. According to the initial reporter, the patient did not experience any adverse effectgs due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, documentation, instructions for use (IFU), quality control (qc), and specifications were conducted for the purpose of this investigation. The device was not returned to assist with the investigation. Per qc, the device is inspected 100% to check balloon surface for defects, inspect proximal and distal balloon bonds for integrity and correct length, dry leak test (low pressure check), and verify catheter is smooth, clean, and free of damage. Each device is shipped with IFU, which states the appropriate uses, contraindications, warnings and precautions, and proper usage procedures including proper inflation and deflation procedures. The IFU states: do not exceed rated burst pressure and do not use a power injector for balloon inflation or injection of contrast medium as rupture may occur. The IFU also states, if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. The user reported that the balloon was inflated to 12 atm when it burst. The device has a rated burst pressure of 12 atm which is indicated on the device labeling and compliance card insert. If the user did exceed the reported 12 atm pressure, then over-inflation could have contributed to the balloon burst. The user did not state how they removed the device from the patient, however, if they attempted to withdrawal the device through the 5 fr sheath/introducer, this could have contributed to the separation. It was not stated if the balloon burst circumferentially or linearly, but a circumferential burst would make rewrap even more difficult if attempting to withdrawal through an introducer which would also contribute to the separation. The IFU states that if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. Without additional information or the returned product, it is difficult to determine a definitive root cause for the balloon rupture and subsequent separation. We have notified appropriate personnel and will continue to monitor for similar complaints.

Event description:
During the procedure, after inflation of the balloon to 12 atm, the balloon ruptured. The broken balloon could not be removed after deflation. The shaft of the balloon was also broken. After removing the sheet and widening the incision, the last part of the shaft and balloon was removed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.